Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator display was dim. No patient harm reported. The event date was not specified; estimate used

Manufacturer narrative:
Date of report: 16jan2019. Date received by manufacturer: 10jan2019. The customer stated the issue was addressed by adjusting the display and did not provide details of the repair/service. The ventilator has been returned to service.